Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit alarmed with critical pump error (open book image). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. During deconstructive analysis, during visual inspection, it was determined that the ingress of water corroded electronic assemblies leading to constant critical pump error (open book image). The following cosmetic damages were noted: keypad overlay texture damage, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case and pillowing keypad overlay. In conclusion customer concern of critical pump error alarm (open book image) was confirm. After deconstructive analysis, it was determined that critical pump error alarm (open book image) was caused by corroded electronic assembly. Customer's concern of physical damage was also confirmed during visual inspection when cracked case corner of belt clip rails was noted. No cracks or damage belt clip rails noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, received critical pump error with open book image alarm, crack on the belt clip rail and battery tube side. The customer reported hyperglycemia blood glucose value was 338 mg/dl and was treated with manual injection/insulin pen. The event involved product(s) mmt-431a, mmt-342, mmt-1880. Troubleshooting was performed for critical pump error and physical damage. Customer reported that the pump functionality was affected due to damage. Troubleshooting was not performed for high blood glucose. No further patient complications were reported. No product return is required for mmt-431a. No product return is required for mmt-342. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue the use of the device mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.